Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The patient has alleged sleep apnea, headache. There was no report of permanent or serious patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging sleep apnea, headache related to a bipap device's sound abatement foam. There was no report of patient harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Section h6 updated in this report.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging device noisy, severe sleep apnea, headaches and migraines that are related to bipap device's sound abatement foam. There was no report of serious patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. The manufacturer performed the external and internal inspection observed an unknown white, and brown contamination (dust-like), at the air inlet of the blower box. Unknown white, and black contamination (dust-like), (inconsistent with degraded sound abatement foam) in the iso port (international organization of standardization.) Light dust-like contamination on top and bottom of the blower motor and the blower motor seal. Black contamination, consistent with keratin, at the air outlet of the blower box. Light unknown black dust-like contamination inconsistent with degraded sound abatement foam, in the blower box. Black dust-like contamination (inconsistent with degraded sound abatement foam) in the bottom of the enclosure. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's downloaded event log was reviewed by the manufacturer and found no errors. The manufacturer has determined that they cannot directly address the symptoms described in the complaint. They have confirmed that there is no evidence of degradation or breakdown of sound abatement foam. The manufacturer was able to confirm the complaint of the device is noisy. Suspected faulty blower.